Event description:
A malfunction was reported with the customer's pump, displaying malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer had experienced this issue multiple times before, so tandem technical support decided to replace the pump. The customer agreed to use the current pump as interim therapy until the replacement arrived, which would include updated software. They received guidance on storage mode, returning the defective pump, and transferring settings and cgm connection to the new device.